Event description:
It was reported that during the implant procedure the atrial lead exhibited high impedance. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.